Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. Customer stated that the first measurement was taken after a previous attempt with an error and then dosed with same fingerstick. This could be a possible cause for the discrepancy. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). The result from the meter were 1.9 inr. The same finger was used for this test as was used for an earlier test which gave an error message. Customer support assisted the customer with performing a test and the result was 2.6 inr. There was no allegation of an adverse event. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no coumadin does changes, no new medications, no new illnesses, no diet changes, and no bleeding or bruising. The therapeutic range was 2.0 to 3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent.